Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface printed circuit board (pcb) assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed pcb assembly was further evaluated and root cause was deemed to be a cracked and shorted capacitor, c181.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. A white screen may be indicative of failure of the device to deliver defibrillation therapy, if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen. A white screen may be indicative of failure of the device to deliver defibrillation therapy, if needed. There was no patient use reported with the event.